Manufacturer narrative:
The results of our investigation partially agree with the observations of the customer. The insulation of the shaft is extremely damaged and shows signs of burning. Unfortunately, no info was provided about the generator and the related settings. Therefore, no reliable statement is possible. However, in comparison to other complaints and internal strength tests etc. It is seen unlikely that the damages occurred during intended use. It is reasonable that the insulation was pre-damaged, e.g. By drop or fall. It is under control of the user to inspect the product prior to each procedure and to prevent it from use if any irregularities are observed.

Event description:
A monopolar scissors was used for a laparoscopic assisted vaginal hysterectomy. The scissors was used together with the electrosurgical unit for dissection and coagulation. When it was used for dissection, smoke generated and surgeon stopped using the instrument and removed from the operative site. After inspection, a small part on the outer sheet i.e. The insulated layer of the scissors found melted.